Event description:
The lay user/patient contacted lifescan alleging the meter would only display the last several blood glucose results and is not sure how to scroll through more. The issue was not resolved with troubleshooting. There were no known allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k073231.